Event description:
Dr. (B)(6) reported that a one silent nite appliance has broken. The patient received the device to begin use on (B)(6) 2024. The reported date the incident occurred was on (B)(6) 2026, and the patient discontinued use of the device the same day. Reportedly the patient's snoring came back: however, no injury was reported. The patient's oral hygiene is reported as good.

Manufacturer narrative:
The device was returned for analysis; however, the investigation is ongoing. At the conclusion of the investigation a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4).